Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 mg/dl since the customer's healthcare provider (hcp) had been adjusting the personal profile settings. Contact declined troubleshooting and indicated that they were in communication with their hcp to resolve the issue.